Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that the pump would not get out of the rewind sequence. She was unable to rewind or fill the tubing. The pump did not alarm and the customer changed that battery but it did not help. Troubleshooting was not performed. The device was not returned for analysis.